Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after the end of treatment, when the needle was removed using the safety system, the needle came out of the safety system and stabbed the caregiver. There was a risk of injury to caregivers from a contaminated needle and exposure to bodily fluids. The outcome of the needle stick injury was not provided.

Manufacturer narrative:
D9 - date returned to mfg: updated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 6/25/2025. H3: the returned sample consisted of nineteen (19) kits with their original unopened pouches inside from a plastic bag. The device history record of reported lot number 6061439 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Visual and functional tests were performed. The customer's stated problem was not confirmed. All samples functioned as designed and complied with expected safety mechanism performance. No failures were detected. There was no known cause of the reported issue, and no further action will be taken.